Manufacturer narrative:
Additional information: h6. The reported event could not be confirmed, because the device has not been returned for investigation. The reported event indicates that the screw likely passed through the plate's screw hole due to deformation of the hole. Despite multiple requests, no additional information or feedback was provided to clarify the situation further. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the screw deformed the screw hole and passed through it during removal, remaining in the patient until it was removed in an additional surgery.